Event description:
It was reported that the patient experienced slight facial muscle side effects. The patient stimulation is helping with the patient's tremor, although the patient wants better tremor control. The hcp will attempt to reprogram the patient to address the facial muscle side effects and increase tremor control. The hcp also reported that all but two of the unipolar impedances were over 4000 ohms. The patient reported feeling a little shock in the device pocket when he turns the stimulator on. No patient treatment or outcome was reported.